Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17516. It was reported the pt was no longer receiving back leg stimulation. An sjm rep was unable to resolve the issue with reprogramming as only right leg stimulation could be achieved. X-rays identified the pt's left scs lead had migrated. Surgical intervention will be taken at a later date to address the issue. It was also reported the pt experienced a fall approx 2 months ago in addition to a motor vehicle accident approx one yr ago.